Event description:
Multiple defects, including indicators missing the internal ¿pellet,¿ which prevents the integrator from changing as intended to indicate sterilization parameters have been met. In several instances, integrators from the same tray/load are showing inconsistent results (e.g., two changed, one did not). Additionally, the integrators are physically degrading¿cracking, fraying, and breaking down within trays¿resulting in particulate debris. This has led to tray rejections in the or due to visible specking.